Event description:
A customer reported that the left heel of the foot pedal did not respond during surgery. The procedure was completed by using the touch panel. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).